Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she had a no delivery . Customer's blood glucose was 566 mg/dl. Troubleshooting was performed and insulin exited the tubing. The product is not expected to return.